Event description:
It was reported the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the table was being used in the emergency room. The situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a damaged cover that interfered with the footswitch pedal, causing locks to release. Further evaluation of the event revealed that the table as located in the emergency room where the stretcher (or similar device) were being run into the table and damaging the cover. The fe fixed the issue and verified that the table locks were performing according to specifications.